Event description:
It was reported that the customer observed a false positive result for 1 patient on the alinity m resp-4-plex amp kit. The customer reported that when running sample ID (sid) (B)(6) the sample came up positive for all 4 targets in the resp-4 panel (flua, flub, rsv, and sars-cov-2). The customer repeated the sample as sid (B)(6), and on repeat it was only positive for flub. The molecular application specialist (mas) reviewed the result curves for the original sample sid (B)(6), and only the flub target showed a sigmoidal graph. Flua, sars-cov-2, and rsv showed non-sigmoidal graphs. The positive flub result was reported out of the lab. It was reported that there was no impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The investigation is summarized as follows: retain / file sample evaluation: the reported product alinity m resp-4-plex amp kit (list 09n79-090) lot# 384133 was tested by the techincal product support (tps) team. The master lot release testing was performed by tps with additional 3x limit of detection (lod) panels. Based on data evaluation, all replicates of reference positive control were detected with robust target CT against the lot assigned concentration and max ratio (mr) profile. Additionally, all 3x lod panels were detected for all four analytes (sars-cov-2, flu a, flu b, and rsv). Pcr amplification curves did not exhibit any variation when compared with the same lot of amp tray and different lysis lots during qc testing. Moreover, no impact was observed on the internal control across the sample type. As a result, no product deficiency was identified for alinity m resp-4-plex amp kit (list 09n79-090) lot 384133. Customer data review: the runs involving the samples in question were valid, met assay specification requirements, and no error codes or flags were displayed for the controls.the discrepant result produced a valid result, and the amplification curve generated a sigmoidal amplification curve for both target and internal control (ic) for flu b target. However, it did not generate a sigmoidal amplification curve for flu a, sars and rsv targets. The ic for flua, sars and rsv targets presents a normal sigmoidal curve. Internal testing data for lot 384133 suggest no product deficiency for the reported lot as no error code nor non-sigmoidal curve was identified. Customer file review: the customer file was reviewed. Plate mapping analysis did not identify carryover risk. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384133 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex kit (list 09n79-090) lot 384133 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 384133 or component lot# 3841331. Complaint history review the complaint history review identified no additional complaints related to discrepant results for the alinity m resp-4-plex amp kit (list 09n79-090) lot# 384133. A trend violation was not identified, and the upper control limit was not exceeded for product 09n79. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384133 was not identified.